Manufacturer narrative:
The concomitant device (5400210070, sn (B)(4)) and the bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the handpiece concomitant device. The investigation results for the concomitant device observed three shattered bearings which may cause or contribute to the broken bur.

Event description:
It was reported during testing conducted by a manufacturer field service technician at the user facility, a broken bur was found inside the attachment. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported during testing conducted by a manufacturer field service technician at the user facility, a broken bur was found inside the attachment. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.